Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was in backup mode. The cause of the backup mode was unknown. The device was able to be restored, and the patient was asymptomatic and in stable condition.